Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) impedances. The alert was discussed with the patient's clinic. Additional information was provided that a revision was being discussed; however, nothing has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.